Manufacturer narrative:
Additional expiration date: 11/30/2011. Additional device manufacture date: 11/2009. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visually, the extension segment was severely kinked 1.5 cm away from the extension header. The wires within the extension were broken at the kink. The extension failed continuity testing due to the broken wires. Conclusion: the incident was confirmed; as received, the extension fails continuity. The broken wires indicated extreme stress beyond the wires' limits. The source of the stress could not be determined. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2009, the patient was implanted with an scs system utilizing two extensions. It was reported that the patient woke up one night and could not turn-on stimulation. A revision was performed on (B)(6) 2010. During the procedure, the surgeon observed a kink in one of the two extensions. The wires within the one extension appeared to be fractured at the kink. The surgeon tested the lead without the extension and the lead functioned normally. The surgeon replaced the one extension with a new extension and the patient regained good stimulation.